Manufacturer narrative:
Technician found the cause to be a failed logic board. Technician replaced the logic board to resolve the issue.

Event description:
Technician alleged that the bed will not go into trendelenburg. No injuries reported.